Event description:
During a follow up of the device on (B)(6) 2014, the physician noticed that the impedance of pacemaker was a little bit high (3,09kohms) and the time to rrt a little bit short (16 month). Because he had to see the patient two month later, he decided to interrogate the device once more. During the follow up ((B)(6) 2014), he pointed out that the impedance had taken 1 kohms in two months and a half and that the estimation of time to rrt was divided by 2, the magnet rate still going down. Then he decided to explant the device on (B)(6).

Event description:
During a follow up of the device on (B)(6) 2014, the physician noticed that the impedance of pacemaker was a little bit high (3,09kohms) and the time to rrt a little bit short (16 month). Because he had to see the patient two month later, he decided to interrogate the device once more. During the follow up ((B)(6) 2014) he pointed out that the impedance had taken 1 kohms in two months and a half and that the estimation of time to rrt was divided by 2, the magnet rate still going down. Then he decided to explant the device on (B)(6).